Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a damaged fiber bonding in the outer tube area and inadequate dielectric strength, and the outer tube was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the inadequate dielectric strength was caused by a damaged to the outer tube. In regard to the other malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.